Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced as blurry vision distance, near computer and edges of letter not as sharp. The iol was exchanged for another lens model following the initial implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Iol returned in two segments inside plastic bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two. The root cause for the reported complaint ¿explant, blurry vision distance and near" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced as blurry vision distance, near computer and edges of letter not as sharp. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested and received stating there was no patient harm.